Event description:
It has been reported by a customer that for 3 days, her daughter suffered pain and bleeding at the stoma site. The customer removed the button and placed a foley catheter until the doctor could be seen. In the emergency room, the stoma was found to be completely torn around the interior circumference. Ultrasound revealed no internal damage. While cleaning mic-key low-profile gastrostomy tube for reinsertion, the customer allegedly found a small piece of plastic on the neck of the balloon. The customer reported that the piece was slicing around the stoma with frequent button turning. There was no report of serious injury or death. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
Incident sample has not yet been received for evaluation. Investigation is in-process. The patient's stoma site was reported to be improving. A follow-up report will be sent if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.